Event description:
In 2008, the lay-user/patient contacted lifescan alleging that a one touch ultra 2 meter had a battery indicator issue. The patient tests her blood glucose 4-7 times a day. She typically tests before and after meals, and at bedtime. The patient takes 55 units of lantus every evening and sliding-scale humalog insulin based on her meter readings. The patient indicated that the alleged battery indicator appeared intermittently during the past 2-3 months. During the times the battery indicator appeared, the patient claimed that she was unable to test. Whenever she was unable to test, the patient continued to take her lantus insulin as prescribed but skipped her sliding-scale humalog insulin dosages. She admitted that she had not replaced the meter's battery. However, on an unspecified date/time during the time of concern, the patient mentioned that she went to a pharmacy to get assistance with the battery issue. Apparently, the patient did not bring the meter with her to the pharmacy. Therefore, the patient claimed that she was told by the pharmacist that they could not help her. The patient ended up purchasing a new one touch ultra 2 kit from the pharmacy. When the patient arrived at home and tried to test, the patient claimed that the new meter would not power on. When she checked the battery compartment of the newly purchased meter, the patient claimed that the battery was missing. At one point, the patient claimed that she was unable to test her blood glucose for an unspecified period of time because of the alleged issues. The patient stated that she developed symptoms of shakiness, sweating, and dizziness. After the symptoms started, the patient claimed that she was able to test her blood glucose with the reported meter on one occasion and got a result of "43 mg/dl." The patient reportedly ended up going to a hospital where she was treated with an IV (unknown contents). The patient was hospitalized for 5 days for treatment of hypoglycemia and "mainly heart failure." The patient was unable to recall what blood glucose readings the hospital obtained. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient claimed that she received treatment for hypoglycemia in a hospital after the alleged meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for evaluation, but has not yet received them. If either the meter, strips, and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.